Event description:
The patient is reportedly experiencing sound quality issues and pain with his internal device. External equipment has been exchanged and programming adjustments were attempted. However this did not resolve the problem. Testing of the device showed that it is not functional. Surgery to explant the patient's device will be scheduled.